Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was lagging at 90 percent again. The agent reviewed and guided the patient through clearing the data.

Event description:
Additional information was received from a consumer reporting that their handset was lagging at 90% again. The agent reviewed and guided the patient through clearing the data.

Manufacturer narrative:
Continuation of d10: product ID hh90t01. Serial# (B)(6): product type mobile platform product ID a820. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the handset was lagging at 90% for about 10 minutes. The patient was guided through clearing the data. The patient was then able to connect to the pump without lag. When asked for the event date, the patient said that it had been a couple months. The patient noted that they went to hcp who said that they cleared the device as much as they could.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform brand name: synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.